Manufacturer narrative:
A MFR review could not be conducted as the investigation lot number is unk. The sample was not returned. One image was provided and reviewed. Based upon the image review, the complaint investigation is confirmed for one broken arm (w/shoulder anchor). Based upon the available info, the definitive root cause for this event (filter limb detachment) is unk. The definitive root cause for the reported removal difficulties is unk. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported that during a scheduled vena cava filter retrieval, a detached filter arm was discovered. The filter was successfully retrieved; however, the detached filter arm remains embedded in the ivc wall. There was no reported pt injury.